Event description:
It was reported that the abutment screw fractured inside of the implant requiring in the implant to be removed. The procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device manufacturing date is unknown.

Manufacturer narrative:
One mpl tapered scr-v ha 6mm 5.7mm 13mm, tsv6h13 was returned for investigation. Visual inspection of the product confirmed fractured screw portion of unknown zimmer screw identified within the implant. The screw was fractured near the top. Bone tissue was observed on the threads of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: pre-existing conditions noted on the complaint: clenching. Bone density type is unknown. The reported device was located on tooth site 30 (universal) when the event occurred. Device was in use for 1 year and 4 months. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use: tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9 ¿ 10/19) information identified: contraindications & precautions instructions for use for zimmer dental implant systems (4894 rev. 6 ¿ 08/19) information identified: precautions breakage warning per the IFU, it is stated that improper techniques, severe bruxism, clenching and overloading, may cause component fracture. DHR review: DHR review could not be completed for the unknown screw since the lot number was unknown. Complaint history review: complaint history review could not be performed for the unknown screw since the item/lot numbers were not available. Post market trend review: april post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and devices (unk zimmer screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
There is no update to the original complaint description provided.